Event description:
Health care professional reported " a left side deflation ". The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening linear on anterior and opening crack. Leak test and microscopic analysis was performed which identified: opening crack, opening crease smooth on anterior and yellow particles inner device. Based on the device analysis the final assessment is: an opening crease smooth on anterior assessed as fold flaw opening. A cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health care professional reported " a left side deflation ". The device has been explanted.